Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance. A marked increase in pacing impedance was noted upon interrogation. Additionally, the rv lead exhibited oversensing during pocket manipulation and noise was observed on electrograms (egm). An rv lead fractured as suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.